Event description:
The customer reported that the ventilator generated an error which rendered the ventilator inoperative. The ventilator was not in use on a patient at the time of the event occurred.